Event description:
Updated summary: customer visited emergency room(ER) and treated hyperglycemia with manual injection and IV fluids. The customer did not experience diabetic ketoacidosis(dka).

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in below sections. B5: updated summary: the treatment (IV insulin drip (intravenous insulin infusion),) was removed and harm(diabetic ketoacidosis(dka)) removed. H6: removed heic code 4644 and removed hecc code 2364. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with blood glucose value of 486 mg/dl. The customer reported symptoms of unwell, headache, tired and bones hurting. During high blood glucose event. The customer was treated with IV insulin drip (intravenous insulin infusion), manual injection in the emergency room. The event involved product(s) mmt-1884, mmt-243a, mmt-332a, unk_transmitter. Troubleshooting was performed and the customer reported sensor was not used over a month, was not able to bolus using the pump. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-243a. No product return is required for mmt-332a. No product return is required for unk_transmitter.